Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's j1001 pins were bent on the ca board. Additionally, the front response button was intermittent. The cause for the failure was caused by the front response button center/ dome was damaged. The root cause for the damaged pins was excessive force. The root cause of the damaged dome cannot be positively identified. No adverse event resulted from the damaged monitor.